Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 53 mg/dl, at the time of incidence. Customer¿s current blood glucose level was 62 mg/dl and 180 mg/dl. Customer was treated with crackers, soda and food. Customer was not using auto mode. Customer did not alleged that the insulin pump was over delivering. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.